Event description:
Instrument was placed in robot, it was pushed into the abdomen, as soon as it came out of the trocar it turned to its side, took instrument out and tried putting it back in, it did the same thing, instrument was never used, we got a new instrument